Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. Occasional p-wave undersensing on the right atrial (ra) lead was noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.